Event description:
It was reported that during a case using the nav3i software, there were concerns of inaccuracy.

Manufacturer narrative:
Corrected data: d2a and d2b. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during a case using the nav3i software, there were concerns of inaccuracy.

Event description:
It was reported that during a case using the nav3i software, there were concerns of inaccuracy.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: d1, d2a, d2b, and d4.